Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the diagnostics reading was zero percent pacing when the patient was previously paced the majority of the time. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored with routine follow-up.